Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty deploying the foot and marker lumen obstruction of flow could not be confirmed as the foot deployment and marker lumen functioned as expected based on returned device analysis. The reported difficulty removing the device could not be replicated in a testing environment as it was based on procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appear to be related to the under insertion of the device. The subsequent treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral vein was attempted using a proglide device with a 8f sheath after an interventional atrial fibrillation ablation procedure. The device was successfully flushed during prep. Reportedly, the device was advanced deep in to obtain bleed back. The device was retracted a bit and advanced again to confirm it was in the right place; however, the bleed back was not as the first time. When the foot plate was opened, there was resistance and when attempting to pull the device to get tactile sensation, it was stuck. The foot plate was closed, and device was successfully removed. Manual arterial compression was used to achieve hemostasis. When the device was outside the anatomy, it was flushed again; however, it didn¿t flush right. It looked like something was clogged. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.